Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. The patient underwent treatment with antibiotics and surgical debridement. During the debridement procedure, a metallic foreign body was identified within the wound. The evoke scs system was explanted to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d: expiration date. Section g: date received by manufacturer; type of report. Section h: device manufacture date; evaluation date. The evoke scs system was not returned to saluda for analysis. The root cause of the wound dehiscence cannot be definitively determined; however, the physician noted that the patient¿s non-adherence with activity restrictions post-procedure may have contributed to the wound dehiscence. The evoke scs system surgical guide states "for six to eight weeks after surgery, patients should avoid physical activities requiring stretching, bending or twisting".